Event description:
Patient reported they were allergic to the elastic, tegederm, and paste. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.